Event description:
The account alleges that the device has a loss of head up.

Manufacturer narrative:
The technician provided the account with the following information, that the patient was setting too high in the device, and that there was too much weight being applied to the head section. No other information has been provided to hill-rom. As of this report, hill-rom has not received any further correspondence from the account indicating what work was performed to correct this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.